Manufacturer narrative:
UDI= (B)(4). Date of event: (B)(6) 2016 additional suspect medical device component involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced pain at the pocket site and believed she had an infection.

Manufacturer narrative:
Additional information was received that the pocket pain had resolved on its own. The patient was reportedly doing well. No further course of action.

Event description:
A report was received that the patient experienced pain at the pocket site and believed she had an infection.

Manufacturer narrative:
Additional information was received that the physician believed the pocket pain was not device related.

Event description:
A report was received that the patient experienced pain at the pocket site and believed she had an infection.